Manufacturer narrative:
UDI was inadvertently omitted from initial report.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the collimator blades were jammed. The representative then manually operated the collimator blades and invalidated the home. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative, radiologic technologist (rt, reported that, while outside of a procedure, when starting up the imaging system. The viewing station of the imaging system stated that there was an error initializing the collimator. The rt restarted the system twice, but this did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.